Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked dso seal, and a worn uso seal. There was no applicable evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the dso seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a "cut on the downstream occlusion". No customer damage reported. This issue is not related to physical damage/abuse. Event occurred during testing. No delay of therapy. There was no patient involvement and no harm/adverse event reported.